Event description:
It was reported that a user participating in the ilet experience study experienced a hypoglycemic event while gardening, with sensor glucose reaching 50 mg/dl after being preceded by high readings; the user treated with two oral glucose tablets, returned to range within about 35 minutes, then experienced a rise to 210 mg/dl followed by correction dosing and return to range, and no fingerstick confirmation or symptoms were reported. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included transient hypoglycemia without hospitalization. Investigation included troubleshooting and education addressing urgent low and urgent low soon alerts, treatment guidance with oral glucose, and device-use review. Investigation of this case revealed no device malfunction associated with the ilet system or its components, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.